Event description:
User received electric shock when she went to turn off the power switch on the device. No injury was sustained and no patient was involved.

Manufacturer narrative:
Part return is in progress, evaluation on the part will be conducted upon part receipt. Upon completion of evaluation, summary will be submitted as a follow up report.